Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. The correct MFR number is (B)(4).

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During a supraventricular tachycardia ablation procedure with the patient prepped, communication issues occurred resulting in the procedure being cancelled. After prepping the patient by adding patches, the patient reference sensors were not displayed in ensite x (v2.0). As a result, the patient was not treated and the case was cancelled with no consequences to the patient.